Event description:
It was reported the patient has been experiencing increased pain at the ipg site due to its location. The event date is unknown. As a result, the patient will undergo surgical intervention.

Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced and pocket relocated.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.